Event description:
According to the reporter, during a laparoscopic total hysterectomy and bilateral salpingectomy procedure, while using the suturing device, the needle broke in half. The half part was immediately retrieved from the abdomen within 5 minutes. The doctor requested asecond suturing device, in which the first was passed off and no longer in use. Another needle reloads were also requested, however while using the fourth reload, it broke again in half inside the abdomen of the patient. Half of the needle was immediately retrieved, but the remaining piece could not be found using a laparoscope. The patient was repositioned for best portable x-ray view, and the remaining piece was removed 2 hours later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.